Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between 23-nov-2021 and 23-feb-2022. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A dfw150 12.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). He complains of poor visual quality and waxy vision. Patient cannot tolerate the lens, and it needs to be removed; iol explant scheduled for (B)(6) 2022. Through follow-up, additional information was received confirming the iol was explanted on (B)(6) 2022 and replaced with a dib00 iol. There were no complications and no surgical interventions were required. No patient injury was reported. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 16-mar-2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to a plastic insert. No other product was received. Visual inspection revealed that the lens was received cut in half. No defects that could contribute to visual issues were observed. Based on the return condition of the lens, no further evaluation could be performed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.